Manufacturer narrative:
Update: (B)(4) 2012 - litigation papers received. In addition to pain, it is also alleged that the patient suffers from discomfort and elevated levels of cobalt chromium. The doi was provided, (B)(6) 2008. There is no new additional information that would affect the investigation.

Event description:
Patient was revised to address pain. (Left hip).

Manufacturer narrative:
(B)(4). Added: part, lot, exp. Date.

Event description:
Ppf alleges dislocation and elevated metal ions.

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific search of the complaint database and/or DHR review was not possible as the lot codes were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.